Event description:
On (B)(6) 2013, the reporter stated that while using a 5mm 31g penta point. The pen needle broke off in her stomach during her 10pm injection. On an unknown date, the hospital performed an x-ray. Last wednesday, on (B)(6) 2013, the consumer had surgery to remove the broken piece of the pen needle. Stated that this was the first use of the single use needle. The consumer did admit to sometimes reusing the pen needles for her second injections.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Device history review was conducted and no anomalies noted. A complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 2095486.